Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, low intrinsic amplitude and noise without oversensing. Also, no asystole with noise as patient had nsr at 60 bpm. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.